Event description:
The customer reports during an unspecified procedure using an inner sheath, the ceramic tip broke off the inner sheath. . The user was able to retrieve a partial part of the tip on the table but not everything. The user x-rayed the patient and determined that no foreign objects were in the patient. The user was unsure if anything was broken off inside the patient or when it broke. The procedure was completed. No additional consequences to the patient were reported. Additional information has been requested, at this time no additional information has been provided.